Event description:
The patient was injected in the nasolabial folds. The patient allegedly developed fluctuance on both sides and cellulitis on the left side of the face. The patient was treated with a few rounds of keflex (500 qid), two rounds of medrol dose pack, wydase (on right side), and bactroban cream (on left side).

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.